Event description:
The customer reported to baxter corporate product surveillance that the filter on a clearlink paclitaxel set was cracked. The crack in the filter was discovered during an infusion of remicade to the patient, and some of the drug leaked out. There was no patient injury, drug exposure or medical intervention associated with this report. A new solution bag was prepared with a new set and the therapy was completed. No additional information is available.

Manufacturer narrative:
The reported condition of filter is cracked was not confirmed. However a leak was detected in the vent membrane of the millipore filter. The millipore filter is received from an external supplier (B)(4). (B)(4) medical will be notified about the defect reported by the customer. (B)(4).